Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the tip of the driver shaft broke off during insertion of a beam. The broken portion was retrieved from the patient. No patient complications were reported.